Event description:
It was reported via repair work order that the power cord was damaged and the power entry module was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.